Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the patient was hospitalized on (B)(6) 2018 for hypoglycemia and loss of consciousness. The patient is a diabetic. The patient recovered from the event, but later expired on (B)(6) 2018 due to septic shock and cardiac arrest. Per peritoneal dialysis (pd) clinic response it was stated that the patient went into cardiopulmonary arrest and was a do not resuscitate status. The patient was not actively completing dialysis at the time of the event. No additional information was provided. It is unknown if the patient was in active treatment during the initial event of hypoglycemia and loss of consciousness. Hospital course is unknown. Per the pdrn, the events were not related to pd therapy.

Manufacturer narrative:
Clinical investigation: there is a possible temporal relationship between the patient events of hypoglycemia and loss of consciousness with subsequent septic shock, cardiac arrest and death and pd therapy on the liberty select cycler, however, it is unknown if the patient was in treatment at the time of the initial event. The patient¿s diabetes mellitus most likely was a causal factor in the hypoglycemia and loss of consciousness. It is unknown if the patient is compliant with medications and diet for the diabetes. It is unknown how the patient became septic or if he had any pre-existing comorbidities that could have contributed to the cardiopulmonary arrest. Based on available information, a cause of the adverse events cannot be determined. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
...